Manufacturer narrative:
H3: analysis of the device found visually, there were no defects or anomalies in the construction of the device. Functionally, a continuity test was performed on the electrodes and the measurements were as follows: 37.3 ohms (red), 44 ohms (red with white stripe), 49 ohms (blue), and 40.4 ohms (blue with white stripe). All the measurements were within the specification of being under 200 ohms, per the assembly drawing. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. In the returned condition, there was no out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider reported via manufacturer representative that no matter how to adjust the position of the endotracheal tube or how to set the nim host, the emg signal of this endotracheal tube could not be detected. However, nerve monitoring endotracheal tube was used in the previous and next operation, and they were all normal. Received a message and thought that the endotracheal tube was inserted too shallow, and the anesthesiologist was asked to adjust the depth of the intubation under the visual laryngoscope. The anesthesiologist repeatedly adjusted the tube, but still did not detect any signal. Also asked patrol nurse to replace the fuse of the interface box, but there was still no signal. The product have contact with the patient. There was 30 minutes procedure delay. The procedure was completed with the reported product(s). There was no patient injury.